Manufacturer narrative:
The company rep observed that the display was flashing. He replaced the display's power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory transmitters, the monitor went blank. No pt injury was reported.